Event description:
It was reported that the right atrial (ra) bipolar lead impedance measured 3206 ohms and "total undersensing and non-capture." It was also reported there may be a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, (B)(6) 2007. (B)(4).